Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The gauge of the device was at 0atm. The encore unit was returned with black writing on the barrel of the device. Product analysis revealed that the ¿oil stains¿ referred to in the event, is the silicone inside the barrel of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is ¿user preference issue¿ as the product meets specification however the user is dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that foreign material was noted on the device. A 26 encore balloon catheter inflation device was selected for use. During preparation, outside patient, patches of "oil stain markings" were found on top of the device. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that foreign material was noted on the device. A 26 encore balloon catheter inflation device was selected for use. During preparation, outside patient, patches of "oil stain markings" were found on top of the device. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was stable.